Event description:
It was reported that the device had an excessive charge time approximately one month prior. The device then had a secondary excessive charge time resulting in end of service (eos) being triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.